Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 (s3) transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the s3 valve in a [native mitral valve, native tricuspid valve, previously implanted mitral surgical valve, previously implanted tricuspid surgical valve, previously implanted mitral ring, previously implanted tricuspid ring] is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the s3 valve in this scenario. In this case, the degree and distribution of calcium, the shape of the native valve, and the malposition may have contributed to the valve embolization.

Event description:
It was reported that during a trans-septal approach for mitral valve replacement for mac the first transcatheter heart valve was deployed in a too ventricular position. The post deployment echo showed severe paravalvular leak (pvl). The valve was post dilated with nominal 33l volume, however severe pvl persisted. A second valve was deployed but ended up a bit more on the atrial side. Both valves were inflated to nominal pressure 33ml. A repeat echo showed pvl had reduced to mild. Both valves ultimately embolized into the atrium and the patient had to be converted to open heart surgery. Both sapien 3 valves were removed and a 27 mosaic mitral valve was placed. The patient was noted to have left the operating room alive and in stable condition. The mitral annulus measured around 580 and had moderate-severe calcification. Note: this complaint pertains to the second valve that was deployed. Ref. Related mfgr report # 2015691-2016-00214 .

Manufacturer narrative:
Ref. Related mfg report # 2015691-2016-00214.